Event description:
Patient was revised to address infection.

Manufacturer narrative:
Update: report stated that the original surgery occurred on (B)(6) 2006, but information received on (B)(4) 2010, indicated that there were multiple revisions for this patient. As there were multiple revisions it was discovered that the femoral head reported on this complaint was implanted during a revision surgery on (B)(6) 2010. Product has still not been returned for examination. A complaint database search finds no previous infection related reports against this product/lot combination. The investigation could not draw any conclusions regarding the reported infection. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.